Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 120 units of insulin. Reportedly, a new cartridge was filled and loaded successfully to resolve the issue. Customer's blood glucose level was 156 mg/dl.